Event description:
It was reported that device entrapment occurred. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during procedure, the device got stuck with the guidewire. The procedure was completed with a different device. No patient complications nor injuries were reported.